Event description:
It was reported that when the metal was being removed, 3 screws showed were broken. Not enough cement was pressed into cartridge. No further implants were implanted into patient because healing is needed first. The 3 broken devices stay in the patient.

Manufacturer narrative:
Results: visual, dimensional and functional analysis could not be performed as the device was not returned. No relevant manufacturing issues were identified as all units met specifications. Conclusion: the definitive root cause of the event cannot be determined as device is not available for inspection.

Event description:
It was reported that when the metal was being removed, 3 screws showed were broken. Not enough cement was pressed into cartridge. No further implants were implanted into patient because healing is needed first. The 3 broken devices stay in the patient.